Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.

Event description:
In 2008, the sales rep. Reported that during surgery, the surgeon was distracting the disc space when the handle stripped. Additional info received on 11/19/2008, via telephone, the sales rep. Reported that during surgery, the surgeon was using the comfort t handle and it would just turn on the handle. This happened with both of the comfort t-handles from the standard surgical kit. The sales rep. Flashed two t-handles that were from another kit. The third t-handle that the surgeon used was cracked on the corner. The surgeon was able to finish the case with the fourth t-handle. There was a surgical delay of about 10 minutes.